Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate canada. As reported, this was a valve-in-valve case of a 26mm sapien 3 valve in a stenotic 27mm edwards surgical valve in the aortic position by transfemoral approach. During the procedure, the balloon of the commander delivery system ruptured circumferentially. Despite the balloon burst, the valve was successfully implanted and no further actions were needed. The commander delivery system was retrieved without issues or complications. No balloon material was separated. The patient outcome post-procedure was good, and the patient was discharged home.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was fully evaluated and the following was observed: balloon was torn radially and longitudinally. Kink was observed on balloon shaft near strain relief, likely due to packaging. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken of the balloon single wall thickness met the specification. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed by visual inspection of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it was viv case of a 26mm sapien 3 valve in a stenotic 27mm magna-ease in aortic position by transfemoral approach. During procedure, the balloon of the commander delivery system ruptured circumferentially.'' Per returned device evaluation, balloon burst was identified to have occurred both in the longitudinal and radial directions. It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon bust. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration (in addition, although not reported, the possibility of over-inflation cannot be ruled out at this time). Available information suggests that patient factors (pre-existing valve) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. No device or labeling problem was identified during the evaluation. However, a definitive root cause could not be determined at this time. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.